Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: a review of the black box showed no power on reset events. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The battery cap was not returned. The test battery cap was able to fit to maintain an electrical connection and was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. The leak test failed with a battery compartment leak. The .pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage to the power circuit was found.